Event description:
It was reported that upon shift check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message that could not be cleared. No patient involvement was reported.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: reported problem was confirmed. The archive data analysis showed system error 136 (internal parameter corrupted). It was noticed that the snaphat vram battery of the processor pca board was defective. The snaphat (vram battery) was replaced and the platform passed final test. Based on the evaluation results, a probable root cause for the customer's reported complaint may be due to the defective snaphat vram battery of the processor pca board; however, a definitive root cause for the defective snaphat vram battery could not be determined.